Manufacturer narrative:
(B)(4)

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).. Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,vagina: distal graft disruption. Graft erosion status post posterior repair. Planned for posterior repair and graft revision. Underwent mucosal revision of posterior vaginal repair under general anesthesia for graft disruption in posterior vaginal repair.